Event description:
Information was received indicating that the cannula to a smiths medical portex blue line ultra tracheostomy tube was observed to be cracked. It was required to do a trach tube change out. There were no reported adverse patient effects.

Manufacturer narrative:
B5: updated with additional information. H6: the following fields were updated: type of investigation, investigation findings, and investigation conclusions.

Event description:
Additional information was received in the form of a photographic evaluation for an allegedly defective device. The investigation of this complaint was limited because no actual product was returned for investigation. The customer provided two photographs however. The first photograph showed a unit pack with the following part and lot numbers: 100/811/085cz and lot 3929144. The second photograph showed a 8.5 mm inner cannula with two cracks across its length. The affected inner cannula was a disposable device which is regularly cleaned by customers. To verify the inner cannula durability, the investigator carried out informative testing on randomly selected inner cannula samples from sizes 6.0 mm to 10.0 mm. These samples from the current batches were both fenestrated and non-fenestrated. This testing was done to measure their performance using established standard test methods. Based on the results of these tests, the investigator concluded that the current blu thin wall inner cannulas were suitable for their function. The device history record was also reviewed and showed that affected device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer reported product problem (cracked tube) was the result of excessive force used during cleaning, or, an incorrect cleaning technique. This was established as the root cause.